Event description:
Defective component. Pt phoned to report inability to connect replacement heparin lock cap to existing central line. Nursing visit observation revealed fractured/sheared inner cannula from heparin lock, to be threaded/recessed into lumen connector of central line. Pt receiving daily/cyclical 3-1 tpn. Required intervention to prevent permanent impairment or damage.